Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker which was implanted less than a month had sudden drop of battery. Moreover, the device have eight months left. Initial analysis indicated that the pacing percentage was higher and the power consumption and battery calculator estimate agree with the power consumption and longevity estimate. Furthermore, this was related to the high output settings. The product remains in service. No adverse patient effects were reported.